Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the electronic control unit (ecu) was damaged and the gear for the reciprocator and piston were stuck together from corrosion; there was no smooth moving between both components. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery reciprocator device worked intermittently. During in-house engineering evaluation, it was determined that the device worked intermittently. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of then event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.